Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs of the navigation system were reviewed by medtronic personnel. The logs provided no additional insight regarding the cause of the reported issue. This behavior is consistent to the software issue within medtronic navigation software anomaly tracking database. However, this has not been added to the database at this time.

Event description:
A medtronic representative reported that when testing registration probe the navigation system became unresponsive and the registration failed to verify. There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.